Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was implanted a day prior to this call with 2nd stage interstim and had issues last night. The patient woke up and felt the urge to go to the bathroom. He went to the bathroom and nothing would come out. He strained and strained, and finally about an ounce came out then again later that night he had the urge and had to strain and strain. Today, the patient had been able to go the bathroom fine and was not having any issues. The patient was feeling stimulation in the end/tip of his penis. It was not painful; in a range of 1-5 it was about a 2. The doctor and the representative set the stimulation and told him not to mess with changing it. Additional information received from patient on (B)(6) 2016 reported that when stim was on, he had slight pain at the end of his penis all the time and when he walked it rubbed on his underwear and it was little uncomfortable, it depended on how high he had it set. This started happening off and on since it was put in.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.